Manufacturer narrative:
(B)(4). Foreign : (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01335, 0001825034-2019-01334, 0001825034-2019-01333, 0001825034-2019-01332, 0001825034-2019-01331, 0001825034-2019-01330, 0001825034-2019-01329, 0001825034-2019-01328, 0001825034-2019-01326, 0001825034-2019-01324, 0001825034-2019-01323, 0001825034-2019-01322, 0001825034-2019-01321, 0001825034-2019-01320, 0001825034-2019-01319, 0001825034-2019-01318, 0001825034-2019-01316. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that incoming inspection member found crease and channel on the sterile package. There was no patient involvement.

Manufacturer narrative:
Review of the returned products confirms that there are creases in the seal where the pouch was folded to be inserted into the outer carton. The creases in the seals are cosmetic and did not affect sterility or product function. The returned products are found to be within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.